Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer cursor jumped unexpectedly to a random point on the display after the software update. Autonomous cursor movement was observed during incoming inspection. Electromagnetic interference (emi) repair was performed to resolve the cursor issue. It was noted that the stylus was not functioning due to a detached cable. The keyboard front latch and right hinge were broken. The lower bullets left and right were broken. The paper drawer was broken. The display was missing gaskets. Error code was found in software history. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that programmer cursor jumped unexpectedly to a random point on the display after the software update. There was no patient involvement.